Event description:
The surgeon reported that he undertook revision surgery on (B)(6) 2015 in a (B)(6) year old female patient who had originally been implanted with an abg ii, alumina ceramic head and liner, plus a trident cup on (B)(6) 2013. The patient reported a squeaking noise when walking which she described as embarrassing. The surgeon reported that the head and liner were revised, and that the other 2 devices were left in situ. The surgeon reported that he thought there was some wear on the explanted devices.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was confirmed. No material or manufacturing defects were observed on the surfaces examined. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. A review of the provided information by a clinical consultant indicated that a cup in low inclination contributed to impingement in abduction where a major abduction in the hip caused significant subluxation in the arthroplasty. The subluxation caused a wear scar on the superior surface of the ceramic head due to point contact overload where the resulting rough surface with increased friction in the wear scar initiated the squeaking events in the hip. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been no similar events for the reported lot.

Event description:
The surgeon reported that he undertook revision surgery on (B)(6) 2015 in a (B)(6) year old female patient who had orignally been implanted with an abg ii, alumina ceramic head and liner, plus a trident cup on (B)(6) 2013. The patient reported a squeaking noise when walking which she described as embarrassing. The surgeon reported that the head and liner were revised, and that the other 2 devices were left in situ. The surgeon reported that he thought there was some wear on the explanted devices.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic liner. A supplemental report will be submitted upon completion of the investigation.